Manufacturer narrative:
Product analysis : temp. Check was not performed due to motor froze. Handpiece will not work due to motor/collet froze. Unit had to be scrapped, physically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece was not working properly. There was no known patient impact. On follow up it was reported that the motor overheated during first minute of surgery. Another drill was used. No patient or staff impact